Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The controller did not pass visual inspection due to broken pin in power source 1 of the controller. The broken pin did not allow any power sources to be connected to power source 1 of the controller, thus confirming the reported event. Visual inspection revealed an additional finding of a fine crack running radially from power port 2 connector. This observation is not related to the reported event. An internal investigation has been opened to evaluate bent pins on pioneer 2.0 controllers connectors and implement corrective actions as required. An internal investigation has been opened to evaluate the cracks in the area surrounding the power port connectors observed on pioneer 2.0 controllers and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received that the patient was having difficulty connecting power sources to power port 1 of the controller. Upon inspection, the pin inside that connector was noted to be bent. The controller was exchanged with no reported patient consequence. The site indicated that the device will be returned to the manufacturer. No further information has been provided.

Manufacturer narrative:
Product event summary: visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported event was confirmed at the bench level. The returned controller failed visual inspection. The controller¿s power port 1 connector was noted to have a broken pin. Most functional testing had to be waived due to the pin¿s condition rendering the port inoperable. In addition, the housing of power port 2¿s connector had a crack. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient was having difficulty connecting power sources to power port 1 of the controller. Upon inspection, the pin inside that connector was noted to be bent. The controller was exchanged. No patient complications have been reported as a result of this event.